Manufacturer narrative:
Batch review performed on 12 april 2019: gmk sphere general mis set 11.01002, lot 1812011: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Considering the pin extractor specific (B)(4) no other similar case has been reported before. Preliminary investigation performed by r&d (B)(4): from the image of the claim it is not possible to identify the real cause of the event. As described we can imagine that the surgeon applied excessive force trying to remove the pin from a very hard bone. In any case we tried to simulate the same breakage occurred during the surgery applying big lateral force but we were not able to break the device. This is the first case and, in the absence of a clear reason for failure, we will continue to monitor the market.

Event description:
Gmk efficiency pin puller broke at hinge point during operation. Surgery completed successfully and without delay using the metal pin puller. No part fell into the patient.